Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Manufacturer narrative:
Investigations have determined that with a cut off of 200 ng/ml, the test result should be positive if only lorazepam is present in urine. Usually, urine contains a mix or an even higher concentration of the metabolite lorazepam glucuronide. The benz assay does not contain glucoronidase and the instructions for use state the cross-reactivity to lorazepam glucuronide as 0.5 %. Thus, the result can be negative when a higher glucuronide concentration is present in the urine. Gc-ms methods usually treat the sample with glucoronidase, thus both substances lorazepam and lorazepam glucuronide are detected and measured. A treatment with glucoronidase has to be considered. The assay was found to be working within specifications.

Event description:
The customer reported that they received an erroneous result for one patient urine sample tested for benzodiazepines plus (benz). The sample initially resulted as negative on a c501 analyzer and this result was reported outside of the laboratory. The doctor indicated that the sample should have been positive and asked for a re-test. The sample was sent to a different laboratory for repeat testing. The sample was repeated using gc/ms methodology and resulted as 1100 ng/ml for lorazepam, which is considered positive. The repeat result was believed to be correct. The patient was not adversely affected. The c501 analyzer serial number was (B)(4). A qualitative 200 ng/ml cutoff was used for the benz assay. The benz assay is specifically standardized for nordiazepam and will detect other benzodiazepine metabolites at varying degrees of reactivity. The field application specialist explained to the customer that there is a 59 percent cross reactivity of the assay to lorazepam at the 200 ng/ml cutoff. It was suggested to the customer to lower the cutoff of the assay in order to increase sensitivity.